Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported post implant a sagb gastric band the band tubing was found disconnected from the port. On the (B)(6) 2010, the first fill was done with no problem. (B)(6) 2010 second fill was done and there was resistance. The surgeon conducted a contrast and shows no tubing connection. X-rays conducted on (B)(6) 2010 confirmed that the tubing was disconnected. The port was replaced on (B)(6) 2011 and the tubing strain relief was not found. There were no reported patient consequence.